Event description:
A facility reported a certas plus valve (ID 828804pl) was implanted in a male patient on unknown date and setting. Physician was unable to confirm the csf flow through the valve. Therefore, the valve was replaced and flow was then confirmed. A 30-minute delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID 828804pl) was returned for evaluation. Failure analysis - he position of the cam when valve was received was at setting 3. The valve was visually inspected; needle hole in the needle chamber was noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer ¿as the device was in contact with the patient¿ could be due csf pressure is not sufficient to establish flow, at the time of investigation the no occlusion issues were noted with the valve.